Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the trocar had the outer gasket torn during the procedure. A new 511s trocar was opened to complete the procedure. There was no consequence to the patient.